Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse and from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient had a loss of stimulation and a loss of pain relief beginning (B)(6) 2017. The patient stated that it has been a little over a month. Sometimes they feel stimulation for 4-5 hours but then after a while it would go away. They tried increasing the stimulation but were not able to. During the report they synced with the patient programmer which showed the stimulation was off. Patient services reviewed that they would not be able to increase stimulation with the ins turned off. They turned it on and were able to change amplitude, groups, and/or programs but this did not resolve the issue. They increased the stimulation but still did not feel anything. The patient confirmed that they were used to feeling stimulation at all times prior to this. The nurse stated that the patient had an unrelated grand mal seizure probably a couple weeks ago, prior to the patient¿s issues, and the patient could have fallen during it. The caller was redirected to follow up with a healthcare professional (hcp). Additional information was received on 2018-jan-11 asking to have a manufacture representative (rep) come to the appointment so they were directed on how to have a rep paged. No further complications were reported/are anticipated.